Event description:
Customer reported infection and extreme pain on implant site #31. It was removed. Symptoms of the event: pain.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient sex unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.